Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "there was a labeling/UDI issue."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation.  Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.   The gudid database was reviewed and it was determined that the primary di number for this product was listed at the case level packaging (B)(4) units.  For this product it was determined that the shelf pack level packaging (B)(4) is a more appropriate representation of the primary di number. The gudid database was updated to reflect the shelf pack primary di number. This complaint has been confirmed for the indicated failure mode incorrect labeling. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "there was a labeling / UDI issue."